Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the battery cap was loose, needing super glue. The customer received the unexplained, no delivery alerts, not due to site issues. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, and mmt-397a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-332a, and mmt-397a.

Manufacturer narrative:
Unit received with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self-tests or verify no delivery alarm and unable to download history files and traces due to display anomaly. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly during visual inspection. Swapping out test boards confirms blank display is isolated to pcba2. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, label damage. Unable to verify no delivery alarm and download history files due to blank display. Blank display is isolated to pcba2 confirmed. Battery cap properly and no anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.